Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA- (B)(4), on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain/ pains, sometimes I can't get out of bed cuz it hurts so much') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she never experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nauseous"), dyspareunia ("pain during sex"), loss of libido ("no sex drive"), depression ("depression"), restlessness ("fidgety"), anxiety ("anxiety attack"), abdominal distension ("bloating"), back pain ("lower back pain, chronic back pain"), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, dyspareunia, loss of libido, depression, restlessness, anxiety, abdominal distension, back pain, menorrhagia, pelvic discomfort and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, depression, dyspareunia, loss of libido, menorrhagia, nausea, pelvic discomfort, pelvic pain and restlessness to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: case (B)(4), was found to be duplicate of this case and will be deleted. All information, references, source document from case (B)(4), (MFR no. 2951250-2017-01556) transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain/ pains, sometimes I can't get out of bed cuz it hurts so much') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she never experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nauseous"), dyspareunia ("pain during sex"), loss of libido ("no sex drive"), depression ("depression"), restlessness ("fidgety"), anxiety ("anxiety attack"), abdominal distension ("bloating"), back pain ("lower back pain, chronic back pain"), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, dyspareunia, loss of libido, depression, restlessness, anxiety, abdominal distension, back pain, menorrhagia, pelvic discomfort and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, depression, dyspareunia, loss of libido, menorrhagia, nausea, pelvic discomfort, pelvic pain and restlessness to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case report from a consumer in the united states was identified on 21-oct-2015 during monitoring of postings an FDA hosted docket website which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# (B)(4)). The most recent information was received on 19-apr-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (increasingly severe pain/ chronic pelvic pain/ pains, sometimes I can't get out of bed cuz it hurts so much) in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she never experienced increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nauseous"), dyspareunia ("pain during sex"), loss of libido ("no sex drive"), depression ("depression"), restlessness ("fidgety"), anxiety ("anxiety attack"), abdominal distension ("bloating"), back pain ("lower back pain, chronic back pain"), menorrhagia ("heavy menstrual bleeding"), pelvic discomfort ("discomfort") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, nausea, dyspareunia, loss of libido, depression, restlessness, anxiety, abdominal distension, back pain, menorrhagia, pelvic discomfort and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, back pain, depression, dyspareunia, loss of libido, menorrhagia, nausea, pelvic discomfort, pelvic pain and restlessness to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2017: report now received via lawyer: the (B)(6) plaintiff had essure inserted in (B)(6) 2013. Post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, and abdominal pain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) of 2016, plaintiff underwent surgery to remove her essure coils. Plaintiff considered the events to be related to essure ((B)(4)). Company causality comment: this litigation case report refers to a unspecified (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and on an unknown date she reported adverse events including increasingly severe pain/ chronic pelvic pain/ pains, sometimes I can't get out of bed cuz it hurts so much. The patient was treated with surgery for removal of essure in (B)(6) 2016. Chronic pelvic pain (cpp) is highly prevalent in women, and may have gynecological and non-gynecological causes. In this particular case, alternative explanation was not available for her pain. Upon receipt of follow up information, this case was classified as incident since device removal was required. Based on the initially available information, there is no relationship between the reported event(s) and a quality defect. An updated technical analysis is expected. Follow-up information will be obtained through the litigation process.